Manufacturer narrative:
On 22-jun-2021, the suspected medical device was returned for evaluation. On 7-jul-2021, the investigation on the suspected medical device was completed. Investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 21-may-2021, it was found that information regarding the patient's information, patient¿s symptoms, suspected medical device, and explantation surgery was omitted on the initial report. On 23-may-2021, the analysis was completed based on a photo that was provided. Investigation summary: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed on the implant. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number:(B)(4) the patient¿s identifier is (B)(6). The patient¿s dob was estimated as (B)(6) 1998 based on available information. The side of the implant is left. The diagnosis of left-sided device migration was confirmed based on ultrasound. The serial number of the suspected medical device is (B)(6). The patient underwent removal and replacement with a 350cc mentor memorygel breast implant (catalog #: 3503501bc, serial #: (B)(6). The relevant fields have been updated.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with a 350cc mentor memorygel breast implant and experienced postoperative device migration (side unknown). As a result, the patient underwent explantation on (B)(6) 2021.